Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: kim, mh, et al. Short-term outcomes of da vinci sp versus xi for rectal cancer surgery: a propensity score matching analysis of two tertiary center cohorts. Surgical endoscopy (2025) 39:162-170. Doi.org/10.1007/s00464-024-11372-y. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications; thus, a generic xi system was reported.

Event description:
A literature article "short-term outcomes of da vinci sp versus xi for rectal cancer surgery: a propensity score matching analysis of two tertiary center cohorts" described a retrospective analysis. Patients who underwent robotic surgery for rectal adenocarcinoma from january 2016 to september 2023 at two tertiary referral centers were included in the analysis. A total of 378 patients were analyzed: 65 patients underwent da vinci-assisted sp rectal cancer surgery and 378 patients underwent da vinci-assisted xi rectal cancer surgery. The study was conducted to compare key parameters between patient cohorts before and after propensity score matching. The article mentioned that there were no differences in complication rates and major complication rates. The article noted that in the sp group, the complications included 4 cases of anastomosis leaks which were treated with diversion ileostomy, and 2 cases of other unknown complications. There were no instances of intra-abdominal abscess/fluid collection, ileus, or postoperative bleeding. Additionally, there was 1 case of readmission. The authors concluded that the da vinci sp system continues to offer minimal invasive benefits in rectal cancer surgery. However, the da vinci xi system¿s instrument diversity provides a certain advantage, particularly in cases involving low-lying rectal tumors. Tailoring robotic approaches based on individual patient characteristics remains pivotal for optimizing outcomes of rectal cancer surgery. No specific da vinci device malfunctions were reported, and the author did not allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Isi has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.